Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt's stimulation pattern had changed. It was also reported lead diagnostics showed invalid impedance values for one of the scs leads. Subsequently, the pt's scs lead and one scs anchor were replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.